Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.